Event description:
It was reported that a pump turned off two times during an infusion. The customer stated that the device history log shows two occurrences of a system error 345. The customer also stated that the pump was tested using the infusion parameters of the event (100ml/hr) and a system error 345 was not observed.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device in question. The device tested for 48 hours with no occurrence of a system error 345. Additional engineering investigation did not observe a system error 345, however the evaluation did find fluid intrusion and corrosion of the device. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.